Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. The remaining battery level suddenly became 8 years to 6 years to 3 years on every semi annual routine follow up. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine follow up premature battery depletion was alleged due to a decrease in battery longevity. The remaining battery level suddenly became 8 years to 6 years to 3 years on every half year checking. As far as the information that is currently available this device is still implanted and in service. No adverse patient effects were reported. Should further information become available an updated report will be provided.